Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had blood in the cannula after she removed the infusion set. Customer was not sure if she hit a capillary on the way in or the way out. Customer's blood glucose went from 87 mg/dl to 287 mg/dl. The customer reported that her blood glucose then went up over 600 mg/dl. Customer treated with the pump and gave a bolus. Customer declined troubleshooting for high blood glucose levels since it was caused by a bent cannula and blood in the cannula. Customer stated that there is blood at site but no signs of infection. Customer was advised to change the set. Customer was also advised that the set will be replaced.